Event description:
It was reported that the patient had bruising and swelling at the pocket site. The physician assessed that the patient had a hematoma at the pocket site and underwent a pocket revision procedure. The patient is doing well post-operatively.